Event description:
The customer stated that they are getting inaccurate aorta diameter measurements from the aortascan. Specific measurements and patient details were requested from the customer but have not been provided.

Manufacturer narrative:
Additional device system component part number: assy probe, ami 9700, model number 0570-0390, serial number (B)(4). The device was returned for evaluation and the inaccurate measurement could not be confirmed. The device was calibrated, cleaned, tested and returned to customer.